Event description:
New information received indicated that no lead erosion was noted. The explant and replacement of the rv lead sn: (B)(6) on (B)(6) 2025 was done to resolve the patient¿s stroke. The patient condition was stable, and the patient was discharged after the procedure.

Event description:
It was reported that the patient presented in the emergency room with dizziness, fatigue, dyspnea, and syncope. Upon interrogation, the patient's right ventricular (rv) lead exhibited loss of capture resulting in complete heart block. The physician decided to perform a lead revision procedure and during the procedure, the rv lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences, and the patient was in stable condition post procedure. Two weeks later, the patient experienced a stroke. The patient also reported discomfort due to lead erosion. No further intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.